Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump is not delivering insulin properly. Customer's blood glucose level at the time of the incident was 467 mg/dl. Customer stated that it appears that the line is full, but there is very little insulin coming out of it. Customer's current blood glucose level was 379 mg/dl. Customer reported that the insulin pump alarmed no delivery, but the alarm was resolved. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.